Event description:
It was reported that this right atrial (ra) lead exhibited noise. Technical services (ts) offered reprogramming options. No adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).